Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was noted the patient had not recharged the device in approximately 6 months. The patient was without stimulation. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different device. The patient reported effective therapy postoperative. The event date is unknown.